Event description:
On 09/01/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's left groin. Later that day the pt's pulses were noted to be absent; the pt was taken to the operating room where a tear was identified in the left common femoral artery. A thrombectomy and surgical repair of the artery were performed. F/u on 09/04/1998 showed the pt to be in stable condition. As of 10/01/1998 there has been no further report to the MFR of complication or pt sequelae.